Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software intermittently did not suspend insulin delivery. Reportedly, the pump indicated that insulin delivery was suspended; however, the customer remained adamant that the pump continued to deliver insulin during suspension. Customer's blood glucose ranged from 57-64 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management and settings adjustments.